Event description:
On 4/5/1998 semi automatic defibrillator unit placed on cardiac arrest pt. According to the electrocardiogram tracing the pts rhythm is consistent with ventricular fibrillation dysrhythmia. However semi automatic defibrillator unit analyzed rhythm & no shock was advised or given.